Event description:
A customer reported experiencing a cgm error 42, which occurred three or more times with their current pump. There was no adverse impact to the customer¿s blood glucose level reported. Technical support decided to replace the pump, as it was under warranty. The customer agreed to switch to multiple daily injections (mdi) as a backup for insulin delivery and was instructed on how to prepare and return the faulty pump, with a prepaid label provided for its return within ten days.